Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation the surgeon noticed a scratch smudge on the lens, it was left implanted. Additional information has been requested.

Manufacturer narrative:
The lens was not returned. The empty lens case for serial number was returned. Two used company cartridges were returned wrapped in opened company cartridge pouches. Fourteen unopened company cartridges were also returned. This cartridge lot was also associated with MDR number (B)(4). It could not be determined which used cartridge belongs to as no identifiers were provided. The cartridge evaluation will be placed in both files. The two used company cartridges were returned were evaluated. Inadequate viscoelastic was observed in the cartridges. The cartridges had evidence of placement into a handpiece. The tips had stress marks. The used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Two of the fourteen unopened company cartridge samples were randomly pulled for evaluation. The unused company cartridges were microscopically examined with no damage or abnormalities observed. No particulate was observed inside the cartridges. The cartridges were functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified handpiece and viscoelastic were indicated. The root cause could not be determined for the reported lens damage. The lens was not returned for evaluation. No determination can be made without physical examination of the product. The two returned used company cartridges were evaluated. No damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. Two of the unopened company cartridges returned were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the functional testing. There did not appear to be adequate viscoelastic in the returned used cartridge. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).